Event description:
It was reported that the eri message displayed and the device had the appropriate level of battery voltage to provide therapy. Patient underwent surgical intervention wherein the ipg was replaced and addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.